Manufacturer narrative:
Concomitant medical products: product ID: 7496-51, serial# (B)(4), implanted: (B)(6) 1999, explanted: (B)(6) 2002, product type: extension. Product ID: 3465, serial# (B)(4), implanted: (B)(6) 1991, product type: receiver. Product ID: 3586, serial# (B)(4), implanted: (B)(6) 1999, explanted: (B)(6) 2002, product type: lead. (B)(4).

Event description:
It was reported the patient¿s leads broke and the system was replaced. It was noted the patient had a loss of therapeutic effect.